Manufacturer narrative:
As received, the pulse generator was in backup operation with memory loss and multiple bits flipped. After downloading the product code and programming the device to nominal settings, normal function ensued.

Event description:
It was reported that before opening the package, the pulse generator could be interrogated normally. After connecting the leads to the pulse generator -high heartbeat- was noted. The physician attempted to increase the rate setting with the telemetry wand, but there was no response. The device was interrogated, revealing that it was in backup vvi mode. A different pulse generator was implanted.